Manufacturer narrative:
Block a2/a3/a4/a6: the patient's dob or age at time of event, gender, sex, weight, and race are unknown. This information was not available from the facility. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks e1/g2: foreign- japan. Block h3: the angiosculpt device was discarded by the facility, thus no product investigation was performed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Additionally, the device history record (DHR) was reviewed and all released units were manufactured to specification, with no ncrs or deviations contributing to the reported complaint. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt device was used in a therapeutic peripheral procedure. During the second inflation at 8 atm (rbp: 14 atm), the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.